Event description:
It was reported that the pt had a neurostimulator implanted and the programmer set at "level 2". They then felt a slight "flutter" and by the time they reached home felt no stimulation. Unable to follow up with the contact info provided, hence no additional info was obtained.

Manufacturer narrative:
(B) (4).